Event description:
An attorney alleges the patient suddenly experienced severe chest pain and numerous electric shocks and jolts, which caused him to believe he was having a "major heart attack". The attorney also alleges the pain caused the patient to collapse. The leads were replaced. No further patient complications have been reported as a result of this event. Additional report from the attorney alleges the ventricular lead had 'documented high impedance and oversensing' which resulted in inappropriate shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.